Manufacturer narrative:
Investigation summary: the event represented is not addressed in the device labeling. A malfunction did occur. This reportable MDR event was investigated as partof an ongoing study of the axsym system by abbott into the causative reason for malfunctions. Results of the investigation yielded a number of system enhancements implemented on customer units. Improvements included axsym system software version 3.0 with enhanced algorithm for fluid detection, new buffer tubing lines, modifications to the liquid level sense board to decrease sensitivity of the instrument to electrostatic discharge, and packaging modifications for added protection to probes. In addition, abbott has emphasized to our customers that correct operating procedures must be followed to ensure optimal performance of the axsym system. Areas that were emphasized included probe crash revovery procedure, recommended tube size and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample and reagent handling. This is the final report.

Event description:
On 3/3/97 the account reported an aberrant digoxin result, which was run on the analyzer. A result of 0 ng/ml was received two times by the account and reported to the ER. According to the account, error messages were not received with the 0 ng/ml results. After the result was questioned by the ER nurse, because the pt had just received digoxin, the sample was run a thrid time. A result of 1.6 ng/ml was received and reported. The account could not provide pt info because the sample was received from another hosp. No report of medical intervention based on the first reported result. No report of injury.